Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double) analyzer. The initial result was 152.5 mmol/l. The repeat results were 141.4 mmol/l and 139.5 mmol/l.